Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 11092, 0001825034 - 2018 - 11094, 0001825034 - 2018 - 11095, 0001825034 - 2018 - 11096. Concomitant medical products: unknown part/lot: stem, femoral head, aceteabular cup, liner. Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had the first of a two phase hip arthroplasty revision to address infection. Femoral stem, head, and liner were removed and replaced. Upon attempting to remove the femoral head, the stem shifted. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Examination of the reported device was not possible as it was not returned. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed but could not confirm the reported infection. The investigation can draw no conclusion with the information made available. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.